Event description:
A malfunction occurred with the customer's pump, identified by malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to revert to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support planned to replace the pump, and the customer was advised to put the pump into storage mode before returning it using a pre-paid label within 10 days.